Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving adequate therapy. In turn, surgical intervention was undertaken wherein patient¿s ipg was explanted and replaced. Effective therapy was established post operatively.